Manufacturer narrative:
The event did not involve a malfunction of the spiro speaking valve. The user failed to follow the manufacturer's labelling, including a caution symbol printed on the device, and the bold warning text in the instructions for use "never place a speaking valve on a tracheal cannula that has an inflated cuff and is not fenestrated".

Event description:
Confusion with a speaking valve and heat moisture exchanger. The speaking valve was placed on non-fenestrated cuffed cannula. Result: bradycardia. Intervention: speaking valve replaced with heat moisture exchanger - the patient quickly saturates to 95 then 98% under 15l of oxygen - placement of a 20f chest drain with significant air release during placement - resumption of mechanical ventilation.